Manufacturer narrative:
The device was returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the ¿use by¿ date. The investigation determined the reported difficulties appear to be related to use error as the device was used past the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified, left anterior descending lesion. While the 3.25x18mm xience sierra stent delivery system (sds) was in the patient, the expiration date was noted as expired (expiration date: 06/10/2019). The sds was removed without being deployed. A new same size xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified, left anterior descending lesion. While the 3.25x18mm xience sierra stent delivery system (sds) was in the patient, the expiration date was noted as expired (expiration date: (B)(6) 2019). The sds was removed without being deployed. A new same size xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.